Event description:
It was reported that explant was explanted for an unknown reason. Later, a response from the provider to the manufacturer's follow-up questions revealed that the patient was explanted upon their request as they were experiencing pain. The patient was noted to have had this device disabled in 2021 due to this pain. Later a response was received from the office of following physician. It was noted that the pain was first reported during clinic visits in 2021. No other assessments were provided from the physician. The suspect device has not been received by the manufacturer to date. No other relevant information has been received to date.